Manufacturer narrative:
Concomitant medical products: the following devices were also part of the presentation: gore® viabahn® vbx balloon expandable endoprosthesis 8mm x 59mm, gore® viabahn® vbx balloon expandable endoprosthesis 6mm x 59mm, gore® viabahn® vbx balloon expandable endoprosthesis 8mm x 59mm, gore® viabahn® vbx balloon expandable endoprosthesis 7mm x 59mm, gore® viabahn® vbx balloon expandable endoprosthesis 5mm x 59mm. No lot numbers, item numbers or UDI information is available.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2018 a slide was presented to a gore associate related to the use of gore® viabahn® vbx balloon expandable endoprostheses. The slide indicates six patients on unknown dates received gore® viabahn® vbx balloon expandable endoprostheses in various target vessels including renal, carotid and superior mesenteric arteries. On unknown dates, these patients exhibited type ic endoleaks. The devices were utilized in conjunction with an investigational cook device. It is not known whether all of the patients underwent reinterventions, but it was reported that some of them did.